Manufacturer narrative:
Additional information b5: medtronic received additional information that heparin, albumin, bicarbonate, osmorin, tranexamic acid, magnesium sulfate, calcium gluconate and insulin were used. There was no patient blood loss. No damage was observed to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, there was a failure in the membrane because it did not oxygenate. Bubbles were also observed coming out of the device. The device was replaced. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenator associated with the custom pack: 228729374 and 228729375.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the device was primed for 35 minutes before the procedure. Medtronic received additional information that the customer stated 40 minutes had passed after the customer primed the device and before the customer started using it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.